Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage system was evaluated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.